Event description:
The customer stated that the meter is giving errors. Customer service offered to troubleshoot. The customer could not get the meter to check test. A control test gave 103 and 102 mg/dl. The range is 86-115 mg/dl. A blood test gave e2, e2, and hi. After discussing techinque, the customer was found to have difficulty with the complete fill and sample size. The customer usually gets low readings- 70-80mg/dl and then it was reading hi. The customer will return the meter and a new one is being sent.